Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling., - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a coronary intervention procedure. Reportedly, when attempting to remove the device, the lever was closed but the feet of the device did not retract. The lever was opened and closed again in the attempt to close the foot but it was unsuccessful. After multiple unsuccessful attempts, a cut down was done to remove the device. There was reported vessel damage. Hemostasis and vessel damage were treated via a covered stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.